Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): helix disengaged from helical channel, and blood noted on helix; helix would not extend due to being over-retracted; full lead returned and analyzed.

Event description:
It was reported that during implant after the second repositioning, the impedance was > 2000 ohms and the helix could not be extended any more. The maximum number of rotations used was 16. The lead was not implanted. The physician opted to use another lead; patient outcome is fine.